Event description:
On 4/28/2023, it was reported by a sales representative via sems that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer drive shaft were welded together during use. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One ar-9676 was received for investigation. The angle reamer sleeve ar-9597-20 was received separately. Functional test with the returned matting part ar-9597-20 found resistance when trying to fit inside. Visual evaluation observes multiple scratches around the od at the distal and proximal ends. The most likely cause for the reported failure can be attributed to wear and tear.